Event description:
Information received from a patient reported that they were experiencing shocking when going through electronic devices such as store security. The patient reported that when they would go through security screening devices, they would feel a pulling of their body, but stated that it was very slight. The patient stated that they would feel something in their body and it wasnt harmful or hurtful, they just felt something. It was noted that the issue occurred with the patients previous system and they werent sure of the date. Indication for use is peripheral causalgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.